Manufacturer narrative:
The instrument was returned and evaluated. Complaint of shaft is rough and splintering is confirmed. Visual inspection shows various wear marks with light material removal across the entire tube length. Tube surface is rough to the touch at the distal and proximal ends. Evidence not conclusive, but wear pattern may be a result of improper cleaning. No other damage found. The cleaning and sterilization user manual specifically states: o when scrubbing the tip of cautery instruments, take care not to damage the insulation. O do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. O prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage.

Event description:
It was observed during central processing that the large suture cut needle driver instrument had damage in the insulation. No patient harm, adverse outcome or injury was reported.